Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system , model #: m-4800-01, serial #: (B)(4). (B)(4).

Event description:
It was reported that a male patient, approximately (B)(6), underwent an ablation procedure for wolff parkinson white (wpw) syndrome with a thermocool smarttouch bidirectional navigation catheter and suffered coronary artery stenosis requiring a surgical intervention (stent placement). Post-procedure, a coronary angiogram revealed an arterial occlusion. Coronary artery stent was placed. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. It was noted that the coronary occlusion was detected in post-procedure follow-up testing. Physician¿s opinion regarding the cause of the coronary occlusion is that it was related to the patient¿s anomalous anatomy and not related to any biosense webster product or the procedure. There were no issues reported with the thermocool smarttouch bidirectional navigation catheter.since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.